Event description:
It was reported that the patient was a very tiny patient and the implantable neurostimulator (ins) was protruding and hurting her. At the location of the right-sided implant, the patient experienced a burning sensation and pain. Impedance testing was performed and the device was explanted on (B)(6) 2014 and replaced with a new device. At the time of the report, the patient was alive with no injury. Following the replacement, the manufacturer¿s representative reported that it was a simple battery change and it was a matter of the implant being too big for such a small patient. Following replacement, the patient was doing great and she was happy with her therapy.

Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the ins, s/n (B)(4), found the ins was functionally okay with insignificant anomalies.